Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. The patient's age and identity are unknown. As the patient's mother reported the event this report will be sent as a 30d report due to the possibility the patient may be pediatric. (B)(4).

Event description:
It was reported by the patient's mother that "one of the leads is not functioning correctly or it came off of where it was". The lead remains in use. No patient complications have been reported as a result of this event.